Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 401 mg/dl or 407 mg/dl on (B)(6) 2016. The patient was transferred to the ICU and treated with insulin drip and insulin pump therapy. Prior to the hospitalization, the customer woke up feeling ill. She had a no delivery alarm. Bolusing would not drop her blood glucose. Troubleshooting did not occur. The insulin pump was not returned for analysis.